Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, another set of functional tests confirmed proper activation with no defects or leakage in all 30 retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage based on retain testing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that needle went through rubber stopper causing blood to leak during collection and difficulty to pull the needle off. No patient impact was reported.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that needle went through rubber stopper causing blood to leak during collection and difficulty to pull the needle off. No patient impact was reported.

Manufacturer narrative:
D.2a. Common device name:(B)(6) d.2b. Medical device type: jka a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.